Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Device passed self test and displacement test. Power connector plug in and locked in place properly. No blank display anomaly noted during testing. No battery or power anomalies noted during testing. Test infusion set/p-cap locks in properly. Device received with corroded battery tube, cracked case (battery tube), cracked case-corner of belt clip rails and cracked battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was died. Customer¿s blood glucose was 129 mg/dl. Customer also reported that the insulin pump had failed battery alert and cracked at back of the batter compartment. Troubleshooting was performed for damaged. Customer was advised that the insulin pump needed to be replaced, to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.